Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. The distributor field service engineer (fse) arrived at the customer's site to address the reported event. Fse replaced the tubing from the substrate line, which resolved the issue. Quality controls were run, and passed. No further action was required by field service. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 17nov2017 through aware date 17dec2018. There were two similar complaints identified during the search period. The st ckmb & ct1ni2 aia-pack package inserts state the following: quality control: in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: after calibration, three levels of controls are run in order to accept the calibration curve. The three levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. The most probable cause of the reported event was due to the tubing expanding at the connecting ends.

Event description:
The customer reported that quality control (qc) level 1 was out of range for their aia-600 ii bcr analyzer. The instrument was down. The distributor field service engineer was dispatched to address the reported event, which resulted in a delay in reporting of patient results for cardiac troponin-I 2nd generation (ctnl2) and creatine kinase-muscle/brain (ckmb). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.